Manufacturer narrative:
(B)(4) (won't close properly). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corporation that a radial edge single-use biopsy forceps was used during a bronchoscopy procedure. (Pt age unk; (B)(6).) According to the complainant, while retrieving the device after obtaining a biopsy sample, the jaws of the device did not close completely. The procedure was completed with another radial edge single-use biopsy forceps device. There were no pt complications reported as a result of this event. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.